Event description:
It was reported that the patient had a computed tomography (CT) scan a couple months prior to the report date, and per the patient, it was confirmed the pump has been disconnected probably for about 3 years, from the spine. The patient felt that the pump had not made much difference, thus they opted to just let the pump medication run out and then have it removed. The pump just recently started beeping per the patient. The patient met with the health care provider (hcp) the day prior to report, and the hcp indicated that they turned the pump off, and that the beeping would stop. The pump however subsequently started beeping again and more frequently. The patient noted the pump was empty at the time of report, and was due to have it removed in about a month. The patient was going to contact the hcp regarding the alarm. The pump device was used to deliver baclofen.

Manufacturer narrative:
Product ID: 8709, lot# l78722, serial# implanted: (B)(6) 2000, product type: catheter. Product ID: 8709, lot# l78722, implanted: (B)(6) 2000, product type: catheter. (B)(4).